Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe intractable pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), infection ("infections"), nausea ("nausea") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, dizziness, infection, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dizziness, dyspareunia, genital haemorrhage, infection, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.